Manufacturer narrative:
(B)(4). Approximate age of device ¿ 40 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that the patient had a serum ldh greater than 2.5 times the 220 u/l upper limit of normal (uln). On (B)(6) 2018 ldh was 630 u/l. Reportedly there was no evidence of pump thrombosis. The patient also had significant oral bleeding with fractured dentition at the time and symptoms of anemia. The event was reported as ongoing.